Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported one of the patient's leads had migrated. Patient indicated she had suffered a fall prior to the lead migration. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient indicated she was receiving effective therapy.